Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over nine (9) years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material came out of the nozzle, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. It was confirmed that reprocessing was conducted in accordance with the instructions for use (IFU). The event can be prevented by following the instructions for use which state: "IFU states detection methods in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states preventive measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories)." Olympus will continue to monitor field performance for this device.

Event description:
It was observed, during the device inspection. That foreign matter came out of the nozzle of the gastrointestinal videoscope. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.